Manufacturer narrative:
On (B)(6) 2012, the site updated the device relationship from "possibly related" to "not related". The procedure relationship was updated from "definitely related" to "not related". The site also reported that the event was related to a worsening of the patient's pre-existing condition. Section b.5. Has been updated to reflect this.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics-3d stent (a 6.0 x 150mm) to treat a restenotic lesion (100% stenosis) with a target lesion length of 120mm of the sfa proximal third of the right leg. An antegrade approach was used, and pre-dilatation of the target lesion were conducted with standard balloon angioplasty/percutaneous transluminal angioplasty. Atherectomy was also performed pre stent placement. An acute occlusion (24 hours - 7 days treated vessel) was reported to veryan on (B)(6) 2021. The event was reported as "not related" to the device and "not related" to the procedure and was reported as related to a worsening of pre-existing condition. It was reported as requiring intervention which included thrombolytics, a non biomimics stent placement, drug coated balloon/drug eluting balloon (dcb/deb), percutaneous transluminal angioplasty (pta) and laser atherectomy. The intervention which was reported as a target lesion revascularisation (tlr) took place on (B)(6) 2021. The event is reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of thrombosis/occlusion are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the (B)(6) post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics-3d stent (a 6.0 x 150mm) to treat a restenotic lesion (100% stenosis) with a target lesion length of 120mm of the sfa proximal third of the right leg. An antegrade approach was used, and pre-dilatation of the target lesion were conducted with standard balloon angioplasty/percutaneous transluminal angioplasty. Atherectomy was also performed pre stent placement. An acute occlusion (24hours - 7 days days treated vessel) was reported to veryan on (B)(6) 2021. The event was reported as "possibly related" to the device and "definitely related" to the procedure. It was reported as requiring intervention which included thrombolytics, a non biomimics stent placement, drug coated balloon/drug eluting balloon (dcb/deb), percutaneous transluminal angioplasty (pta) and laser atherectomy. The intervention which was reported as a target lesion revascularisation (tlr) took place on (B)(6) 2021. The event is reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
The device identifier part of the UDI number has been corrected to (B)(4).

Manufacturer narrative:
Section b.4 has been corrected from (B)(6) 2022 to today's date (B)(6) 2022.